Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the battery. All functional and safety checks were performed to manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 event site name is (B)(6). E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) occasionally failed to power on and a long-beeping alarm sounded. There was no patient involved and no injuries occurred.